Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose level that ranged from 52-53 mg/dl. The customer consumed carbohydrates to address low bg. The cause of the low bg was due to the correction factor needing adjustment and the customer was using off-label fiasp insulin. Tandem technical support educated the customer on insulin labeling and assisted customer on adjusting the correction factor. The customer continued using the pump for insulin therapy.